Event description:
It was reported that foreign liquid came out of the bd ultra-fine¿ insulin syringe prior to use. The following information was provided by the initial reporter: "customer stated that some unknown liquid comes out from syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023 h6: investigation summary customer returned 5 unopened polybags and 1 loose syringe 0.5ml 31ga 6mm. Customer stated that some unknown liquid comes out from syringe. 20 of the return syringes were tested, when pushing the plunger rod a small amount of clear liquid came out of one syringe. The material was removed and prepared for ftir spectral analysis. See attached ftir spectra. A review of the device history record was completed for batch# 1312083. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated issue. Root cause analysis: an ftir test was performed to verify the liquid reported by the customer. The result of the ftir concludes the material being a medical grade silicone, which is used as a material in our process to exercise the smooth movement of a plunger in the syringe. Since all inspections were performed per the applicable operations qc specifications, a definitive root-cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign liquid came out of the bd ultra-fine¿ insulin syringe prior to use. The following information was provided by the initial reporter: "customer stated that some unknown liquid comes out from syringe."